Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to complainant: upon placing the filter and pushing the red safety button, followed by the blue release button, the filter would not release from the hook. The physician eventually had to push the system forward and the filter ended up in a severely tilted position. A gtrs was used to reposition the filter; the filter was ultimately placed in the targeted position. Patient outcome: a gtrs was used to reposition the filter; the filter was ultimately placed in the targeted position. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: the jugular introducer and the long dilator were returned. The grasping hook completely stuck inside introducer and the introducer was cut to remove it. However, investigation did not reveal any damage to the hook and it easily grasped a testing filter. The exact reason for the difficulties encountered when attempting to release the filter cannot be determined, but the literature describes that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses this issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". It is noted that the filter was ultimately placed in the targeted position and there is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar devices.

Event description:
Description of event according to complainant: upon placing the filter and pushing the red safety button, followed by the blue release button, the filter would not release from the hook. The physician eventually had to push the system forward and the filter ended up in a severely tilted position. A gtrs was used to reposition the filter; the filter was ultimately placed in the targeted position. Patient outcome: a gtrs was used to reposition the filter; the filter was ultimately placed in the targeted position. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.